Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet.` as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 4, 2025, additional information was received indicating the replacement devices was a mentor breast implants (serial number (B)(6)). On dec 12, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with saline mentor smooth round moderate plus profile breast implants experienced hematoma and cellulitis on the left side post-operatively. The patient underwent hematoma evacuation surgery on an unspecified date. The patient then experienced a deflation. Possible trauma during the evacuation surgery may have caused or contributed to the deflation event. As a result, the patient is scheduled for removal on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: hematoma, cellulitis, deflation. Manufacturer¿s reference number: (B)(4).